Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, breast and underarm pain, burning sensation in the center of breasts around areolas," and "exchange of textured breast implants due to the patient¿s concern with the product." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported a left side "rupture, breast and underarm pain, burning sensation in the center of breasts around areolas," and "exchange of textured breast implants due to the patient¿s concern with the product." Patient additionally reported "infection of a lymph node" and "lesions on liver;" these events are not related to the device. Device remains implanted.